Event description:
Caller reported testing son, compact plus system blood glucose results of 200 mg/dl, 130 mg/dl, and 92 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.